Event description:
That received a generator change earlier that day. (B)(4) covered the case. The patient was having severe phrenic nerve stimulation and cardiologist felt that this patient would not sleep through the night and was very sick and asked me to reprogram him that evening. All vectors checked, and ring to coil was associated with no phrenic nerve stim when patient was laying on his back. Upon arriving I asked patient, given the hour of interrogation, if he would feel comfortable laying on his back, both sides, sitting up and standing up so that I could ensure that he would not leave the hospital with phrenic nerve stim. Lv ring to rv coil was associated with no phrenic nerve stim while patient was on his back. Patient was conversant during entire check. I requested that the patient lie on his right side, and his body became rigid and straight, his head fell back and his eyes remained open. The programmer showed no arrhythmia. The patient was unresponsive so I ran out to the nurses station and asked if the patient was a psych patient as he was catatonic. When she replied that he was not a pysch patient, I told her that the patient was unresponsive, and requested immediate evaluation. We both ran back to the room and the programmer showed biv pacing with some nsvt runs of 4-6 beats every once in awhile. As a code was called and people were running into the room, the programmer showed that the patient was in torsades. I called or, sheikh as the residents ran the code. Chest compressions were started. As the device had detected vt, I was warning the code team that the patient was about to get therapy and vt was detected. They asked me to turn off the device but the patient received a shock as I was trying to turn off detection. It converted the rhythm for a few beats and the patient returned to vt and then vf. Chest compressions resumed. Amiodorone x3, magnesium x2, and bicarb were given at various points after (B)(6) called into the room on my phone to assist with the code. There was confusion from the code team of whether the patient was breathing on his own, and what rhythms were appearing on the defib. There were several delayed external 0efib shocks. At 12:07 they gave their final shock and said the patient was breathing on his own. Then the patient went into vf as they were taking patient out of the room to transfer to ICU, and they called tod again around 12:15 am. During the code I saw monomorphic vt at rates between 150 and 250. The patient also had many runs of torsades and vf. Later that day, I found out in meetings that the patient had been cathed and stented the day prior. Additionally that they had a long period of asystole in the case. The stj can had (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).